Event description:
It was reported that during procedure the fiber made a popping noise. It is believed that there was a crack in the fiber that caused the energy to divert backwards, resulting in the popping sound. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure the fiber made a popping noise. It is believed that there was a crack in the fiber that caused the energy to divert backwards, resulting in the popping sound. The procedure was completed using another fiber. There were no patient complications reported.